Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose levels were high and she had blood at the insertion site. Blood glucose level at the time of the incident was 380 mg/dl. Blood glucose level at the time of the call was 280 mg/dl. During troubleshooting, the customer confirmed that there was an air bubble in the tubing. The customer was sent a tubing clamp so troubleshooting could be completed. The insulin pump was not replaced or returned for analysis.